Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The reported system error 322 was experienced during evaluation. The evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that during an infusion of total parenteral nutrition (tpn) at a rate of 3.5ml/hr, a spectrum pump had a system error 322 in the neonatal intensive care unit (nicu). Another device was used to continue the infusion and the delay in therapy was estimated to be about 1 minute. It was also reported there was no pt injury and there was no change in the plan of care for the pt.